Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 800 pro synchron clinical system. The original result obtained was 156 mmol/l and upon repeat the result obtained was 149 mmol/l. The erroneous results were not reported out of the lab. There was no affect to patient or user with regard to this event.

Manufacturer narrative:
Prior to the event, the ise system was calibrated and sodium qc results were within the lab's established ranges. A field service engineer (fse) rebuilt the ratio pump assembly. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.